Manufacturer narrative:
(B)(4). Further information regarding the device set-up and the patient's care were requested from the customer, however, no further information was received. Method: one of the six complaint rt265 infant dual heated evaqua2 breathing circuits was returned to fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected and pressure tested. Results: the swivel elbow and swivel wye were returned assembled. No damage was observed to the returned components and the parts of the swivel formed a tight fit. The pressure test revealed that the returned rt265 swivel assembly was within specification. Conclusion: we could not conclusively determine what caused the reported event. The infant swivel was assembled using a machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. The subject breathing circuits would have met the requirements at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'

Event description:
A healthcare facility in texas reported that the swivels of six rt265 infant dual-heated evaqua2 breathing circuits became detached during use. It was reported that during one instance the patient experienced desaturation, however, there was no harm to the patient.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the swivel of an rt265 infant dual-heated evaqua2 breathing circuit become detached during use. There was no reported patient consequence.